Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Pinches inside mouth [mouth injury], brush heads have broken [device breakage], brush head does not clip onto the toothbrush, will not stay on / wobbly (like it is about to come off) [device connection issue]. Consumer e-mailed stating that two brush heads had broken after 3-4 weeks of use. No injury was reported. Follow-up: the consumer provided pictures of a brush head that did not clip onto the toothbrush anymore and of another brush head that was wobbly like it was about to come off.